Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that during a patient event in which CPR was being performed, the device charged and shocked on its own. There was no report harm to the patient or involved user.